Manufacturer narrative:
Please note that the expiration date, and the manufacturing date were unknown. The event occurred on an unknown date "several weeks" before this report was received. The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
As reported, a mynxgrip failure occurred. Following deployment of a mynxgrip 6f/7f vascular closure device, the tamp tube was reported to be disjointed (kind of kinked) and it was fully exposed. Manual pressure was held for an unknown duration. There was no harm to patient. Additional information was requested, but is not available at this time.